Event description:
The wand was received on 11/1/2016. The reported ¿failure to program¿ allegation was not confirmed. No visual or mechanical anomaly was identified. Continuity testing of the serial data cable and the battery cable passed. The device met the specification requirements. The programming wand performed according to functional specifications. The suspect tablet usb serial cable has not been received to date and the company representative reported that he no longer had the cable. As the wand and tablet were confirmed to have been functioning properly, the communication issues are suspected to be due to the usb serial cable.

Event description:
Additional information was received that the company representative had isolated the issue to the wand and said that the tablet was working properly. He said that he switched out the tablet and continued to have issues with the wand while the new wand worked with the old tablet. It was then clarified that the old serial cable that is connected to the old wand was not separately tested. It is unknown if the issue is due to the wand or the serial cable. The serial cable is expected to be returned but has not been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the company representative is unable to communicate with his demo generator. The tablet is not plugged into ac power. The 9v battery in the wand was tested and the power light stayed on 25 seconds. The black usb serial adaptor was replaced. The programmer attempts to interrogate but after several seconds it gives an error message stating that communication failed. Additional relevant information has not been received to date. The suspect device has not been received to date.